Event description:
The customer reported that two podiatrists are having issues with the yellow 27 gauge needles. They have had several that leak. On (B)(6) 2024 the customer stated that one provider stated that they can only recall 1 or 2 instances of leaking at the level of the luer lock. Additional information received on 06mar2024 stated that it seems like it is leaking from the needle hub. They are using bd plastipak 3 ml syringe luer-lock tip, lot 3321046. Item number unknown. The issue is occurring when injecting. No harm other than the patient getting poked a second time.

Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that two podiatrists are having issues with the yellow 27 gauge needles. They have had several that leak. On (B)(6) 2024 the customer stated that one provider stated that they can only recall 1 or 2 instances of leaking at the level of the luer lock.